Event description:
It was reported that the tracheostomy tube cuff was tested prior to use, and it was observed to be leaking post insertion in a male patient, with no anatomical abnormality. The patient had to be recannulated. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).